Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: what suture type and size was used? When the event occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damaged (jaws straight and aligned)? If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Package lot number of the clips: device return status: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-05889, 2210968-2022-05890, 2210968-2022-05891, 2210968-2022-05892.

Event description:
It was reported that a patient underwent an partial nephrectomy procedure on (B)(6) 2022 and suture was used. During the procedure it was attempted to clip the lapra-ty to the suture on the back table, but it wouldn't clip. Three total were tried. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.